Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a tingling sensation in their chest. It was further reported that the right ventricular (rv) lead exhibited a sudden increase in thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced tingling during atrial threshold testing and also when testing was not being carried out. It was also further reported that the right ventricular (rv) lead was reprogrammed and remains in use.